Manufacturer narrative:
The patient information was not provided. Product information was not provided, so the manufacture date could not be determined.

Event description:
The pharmacist stated the customer ran a blood glucose test using the contour next ez and the reading was 35-45mg/dl higher than the lab test. Specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The product information was not provided. Product was not replaced.